Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior, it is possible that interaction with the anatomy prevented the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
For reporting purposes, the date of event/procedure is estimated as (B)(6) 2025, as it is the first date of the month of the av alert date. It was reported that the procedure was to treat an unspecified lesion. Pre-dilatation was performed with a 4.0 mm balloon. The acculink self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The lever was stiff but it was thought that the stent was deployed. When the delivery system was removed, the stent was unable to be found on the delivery system or in the patient. The device was cut open and the stent was found inside the system. Another same size acculink sess was used to complete the procedure. There were no adverse patient effects. There was a small delay in the procedure but no harm to the patient. No additional information was provided.

Event description:
For reporting purposes, the date of event/procedure is estimated as (B)(6) 2025 as it is the first date of the month of the av alert date. It was reported that the procedure was to treat an unspecified lesion. Pre-dilatation was performed with a 4.0 mm balloon. The acculink self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The lever was stiff but it was thought that the stent was deployed. When the delivery system was removed, the stent was unable to be found on the delivery system or in the patient. The device was cut open and the stent was found inside the system. Another same size acculink sess was used to complete the procedure. There were no adverse patient effects. There was a small delay in the procedure but no harm to the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.